Event description:
Caller reported an error with the continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully initiated their sensor session without further issues.